Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. D4: UDI: the serial number for the device involved in the event was not provided. Additionally, the expiration date is not known. As a result, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 150cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On 20-aug-2024, mentor received additional information about the event: an updated event date (year 2023) was reported. The implantation date is (B)(6) 1995. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-sep-2024, the mentor failure analysis lab received the device for evaluation. On 19-sep-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was found on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).